Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep that the cause of the issue is unknown. The physician pointed out the deterioration of the ins itself. The ins replacement is still under consideration. It is unknown if the issue has resolved.

Event description:
It was reported that the charging frequency used to be once per week but recently the display of "low" has increased, and the charging frequency has increased to twice a week. The ins is functioning, stimulation on/ok. The physician instructed to contact the manufacturer. Additional information was received from the manufacturing representative (rep) stating that there is no issue with the implantable neurostimulator (ins). The ins will deplete from a full charge to 30% in 2 days. The cause of battery depletion is unknown, but the physician's opinion is that there is a possibility of the ins battery depletion. The ins replacement is under consideration of the physician. Additional information was received from the rep that it is unknown yet if the ins will be replaced. The patient did not recently have an increase in stimulation settings that would result in the ins depleting quicker. Is it not possible that the patient is not charging the ins to full as the staff at the hospital are in charge of charging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that the physician decided not to replace the ins. The issue has not resolved. No I ntervention is planned. The solution was having a hospital nurse charge the battery twice a week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.